Event description:
On june 22, 2022, the lay user/patient contacted lifescan (lfs), alleging that their onetouch verio flex meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear around (B)(6) 2022. The patient manages their diabetes with metformin medication and insulin on a self-adjusting dose. The patient claimed that as a result of the error message appearing, they were unable to measure their blood glucose and take action regarding their usual dose of insulin. The patient reported that 1 day after the alleged issue began, they started developing symptoms of feeling ¿tired, mind goes blank and dizzy¿. The patient reported taking a nap in order to feel better. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue however the alleged issue could not be resolved. Troubleshooting determined the issue to be a meter issue. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after they were unable to measure their blood glucose due to the alleged meter issue.